Event description:
Notified of two occurrences of "slits" in the arterial blood line, both lot r7n079. This pir relates to the first event on 2/14/98. According to the healthcare professional, a pt was reportedly undergoing dialysis, when air in the extracorporeal circuit was seen. The time was midway through the treatment. The dialyzer and blood lines were discarded due to the amount of air within the sys, ebl 220 ml. A "slit" was noted on the mainline tubing, as described, between the pillow and saline tee. The blood line was discarded. Prior to use, another blood line, same catalog and lot number was allegedly found with a "slit" in a similar location, without cutting through the tubing. Also noted were cuts, none of which had penetrated the tubing. This blood line was saved for eval and a second pir, was opened.